Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had a revision done. Patient stated that about a week ago he had his neurostimulator (ins) repositioned as it was no longer secure in pocket due to the loss of (B)(6) lbs of weight. Patient reported that a he had a follow-up appointment on (B)(6) 2017. Patient reported that he had not recharged his ins in about a year. Patient stated he stopped recharging ins as he was scared due to all of the movement in the area after the weight loss. Patient stated that he told the surgeon about this and if he should just replace the entire ins. However, the surgeon stated he would only reposition and secure the ins in place. Patient reported seeing reposition icon right before surgery and yesterday when he tried to recharge again. It was reported that due to the likeliness that the ins has been overdischarged for so long, the ins may need to be replaced, at this time, going to place a hold on replacing at this time until follow-up with healthcare provider to try prm. Patient was redirected to follow-up with healthcare provider. (B)(4): additional information was received from a patient. It was reported that a surgery took place on (B)(6) 2017 and reprogramming on (B)(6) 2017 to resolve the issue. The issue has been resolved.